Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line, upstream occlusion and underinfused during therapy in the intensive care unit. The blood volume to be infused was 30ml. Blood was left in the drip chamber and the bag was empty. The set up was reported to be correct. Saline was added to y tubing of blood set to add pressure above the pump, which resolved the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the device alarmed air in line and upstream occlusion but upon reevaluation it was determined that they were true alarms. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as the pump was operating as expected.  The resulting empty bag may collapse and create a vacuum that will result in air in line and upstream occlusion alarms occurring.  These are part of normal pump operation.  Also, not all fluid in the drip chamber will always be infused. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, flow test ran device at delivery rate 125ml/hr and evaluation calculated the error percentage is (B)(4) which is within the 5-10% tolerance. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.